Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 100w holmium laser. According to the complainant, during the procedure and inside the patient, they noted that the laser fiber would not conduct energy. The procedure was completed with another flexiva 200laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.

Manufacturer narrative:
(B)(4) for the evaluation findings of fiber broken within the connector. One flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. Examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. A longitudinal strip of minimal pitting along the length of the tip was also noted which is consistent with expected laser degradation. There were no signs of damage or other imperfections noted along the laser fiber¿s body. A black shadow was observed across the center of the fiber face within the sub miniature-a (sma) connector and within the longitudinal pitting, suggesting a minor break within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was weak with an effective transmission of 46.0%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.